Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the reservoir insertion port was broken and reservoir could not be locked stably. Customer's blood glucose value was unknown. Insulin pump will not be returned for analysis.

Manufacturer narrative:
The reservoir tube lip was partially broken off. However the test reservoir locked in place properly.